Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while inadequate capture was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead was unable to be implanted due to undesirable current of injury and a clogged helix. The lead was removed and replaced. There were no patient consequences.